Manufacturer narrative:
Conclusion: the complaint for loose tubing cannot be confirmed. Performed device history check, no anomalies detected. Product analysis of returned product could not confirm the incorrect tubing connection. Analysis the tubing and cvr outlet met specifications with regards to inner, outer diameter and barb dimensions. No indications the tubing was not connect properly during production. Taking into consideration; this specific tubing is considered as a very stiff tubing, the stiffest tubing in our component range. With regards to stiff tubing, it must be considered that when manipulating the tubing and fluid runs through the tubing it can easier detach/disconnect. There is a potential of manipulation of the tubing connected to the outlet of the fusion cvr. After evaluation with the customer a new specification m449117g has been created and a strap has been added on the outlet of the cvr to create an even stronger connection. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, during set up the customer noticed that the venous outlet tubing from the reservoir could be rotated (not a solid and firm tubing to venous reservoir connection). The customer commented that it appeared as if the tubing had been overstretched during assembly prior to fitting onto the barbed reservoir outlet connector and that there appeared to be a fluid behind the tubing (almost lubricating the connection). Due to time constraints, the customer did not have time to change out the circuit as it was already primed and the patient ready to go onto bypass. The customer double tie banded the connection to reduce any movement and reduce the possibility of the tubing disconnecting. The customer also commented that by rotating the tubing on the connection that due to using a centrifugal pump they did see air entrained into the centrifugal pump. The customer double tie banded the connection and an assessment of risk was taken and they continued to use the perfusion circuit during bypass. The bubbles were successfully removed prior to the clinical case. There was no patient impact or event as a result of this reported issue. The event occurred pre-bypass and was rectified. Additional information: air entrainment was notice pre-bypass during priming. The customer was performing their safety checks which included manipulating the reservoir/connector junction. Customer applied tie-bands to the connection, ensured all air was removed from circuit (from centrifugal pump head) and clinical case carried on without event. A small amount of small bubbles were seen pre-bypass in the ap40 pump head after the clinical had manipulated the reservoir ¿ venous outlet tubing during priming. It is believed the bubbles in the ap40 were as a result of the loose connection on the reservoir outlet. Customer can not define size further. Event was pre-bypass so no suction or vent in use at this stage. A bubble detector post centrifugal pump ap40 was used but it did not become activated. Bubbles were confined to the ap40 pump head. Purge line was open. Additional information from the sales rep: the customer commented that when they checked the device (gently manipulating the connection as if they were truing to de-air the connection - the tubing became very loose and the customer felt the tubing move vertically downwards. Unfortunately the customer due to clinical pressures and the level of blood in the reservoir could not retain it for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.